Event description:
It was reported that shaft break occurred, resulting in additional intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first obtuse marginal artery (om). The lesion was pre-dilated using 2.0 mm and 2.5 mm emerge balloon catheter, however it was challenging. A 3.00 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment using a non-boston scientific (non-bsc) guide extension catheter. The guide extension catheter was retracted for stent deployment. When inflation of the stent balloon was attempted, the balloon did not reach pressure. During an attempt to recapture the undeployed des into the guide catheter, the delivery system fractured at the mid shaft, leaving the distal portion of the device in the om branch. A 4.00 mm snare was inserted to retrieve the detached piece; however, difficulty was encountered advancing through the tortuous right subclavian artery and wire access was lost. Femoral access was obtained, and a non-bsc guide catheter was advanced to the left main coronary artery. Multiple non-bsc guidewires were inserted and coiled up in an attempt to capture and retrieve the detached portion of the delivery system, but the retrieval attempts were unsuccessful. The procedure was aborted and the patient was transferred to another facility for surgical intervention which resolved the issue. The patient was in stable condition post-procedure and expected to fully recover.